Event description:
While the device was ventilating a pt for approx ten minutes, the user heard a loud pop, the display screen went blank, and the device stopped ventilating. No alarms were reported. The pt was transferred to another device. No pt injury.